Event description:
The manufacturer received information regarding a system one a series heated humidifier device. The patient alleges white powder was blowing out of the device when turned on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.